Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the maintenance, the planning station malfunctioned, preventing the user from using the usb ports. After the user re-started the planning station the ports were working again but malfunctioned again after a few minutes.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the planning station and not the rosa robot. Corrected data: - b4 date of this report - d3 : manufacturer : email address - d4 model number / catalog number / serial number - d8 was this device serviced by a third party? - g1/g2 contact office - manufacturing site : email address - g3 date received by manufacturer - h2 if follow-up, what type - h10 additional narratives/data

Event description:
During the maintenance, the planning station malfunctioned, preventing the user from using the usb ports. After the user re-started the planning station the ports were working again but malfunctioned again after a few minutes.

Manufacturer narrative:
The planning station from device (B)(4) has been inspected for investigation purpose. According to results of the functional investigation, it has been identified that there has been a bad installation of drivers. An update of the drivers corrected the issue.